Event description:
It was reported that there was surgery to reposition a lead implanted before. After repositioning of the lead, impedance at electrode #3, as well as the rest of the electrodes, was over 10,000 ohms. The patient did not feel any stimulation even with amplitude turned up to 10.5v. The lead was exchanged for a new lead. Therapy was reported to be going "well" now with the new lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), product type lead. (B)(4). (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).